Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "staples were found jamming during use on the patient." A new stapler was used to proceed with the procedure. No patient harm or injury reported. The patient status is reported as "fine." 5 devices reported. Associated mdrs: 3003898360-2025-00536, 3003898360-2025-00537, 3003898360-2025-00539 and 3003898360-2025-00540.

Manufacturer narrative:
(B)(4) the customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. The stapler was returned with the trigger partially engaged, and there was biological material on the device. The stapler was received with 41 staples left in the cover block. Functional testing was performed on the returned stapler. The partially engaged trigger was fully actuated, and one staple fully formed and released properly from the device. The stapler was fired again, but the stapler jammed, and no staples formed. The device was disassembled, and the bottom component was observed to be welded improperly and misaligned. The front wing on the left side of the cover block was also observed to be deformed. The manufacturing site was contacted, and the bottom component misalignment and welding defect were both confirmed to be the result of improper hypersonic welding. A non-conformance was opened by the manufacturing site to further investigate this issue. Minor die casting anomalies were observed on the forming tool. The reported complaint of "misfire/jamming - multiple staples firing" was confirmed based upon the sample received. The stapler was returned with a partially engaged trigger. Upon functional testing, the stapler was fired into the air and one staple fully formed and released. The stapler was fired again, but no staples formed, and the stapler had become jammed. The stapler was disassembled, and the bottom component was observed to be misaligned, as well as the front left wing on the cover block having a welding defect. The manufacturing site was contacted, and it was confirmed that both issues were the result of an improper hypersonic welding process. A non-conformance was opened by the manufacturing site to further evaluate this issue. Minor die casting anomalies were observed on the forming tool teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a

Event description:
It was reported that "staples were found jamming during use on the patient." A new stapler was used to proceed with the procedure. No patient harm or injury reported. The patient status is reported as "fine." 5 devices reported. Associated mdrs: 3003898360-2025-00535, 3003898360-2025-00536, 3003898360-2025-00537, 3003898360-2025-00539 and 3003898360-2025-00540.